Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre sensor detached after 2 days of wear while he was sleeping. The customer experienced tremors, dizziness, seizure, and loss of consciousness. The customer was treated with sweet food and drinks by an unspecified third-party. There was no report of death or permanent injury associated with this event.